Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer's insulin gauge displayed and inaccurate fill estimate value of 60 units and then jumped to 80 units. There was no impact to the customer's blood glucose level. Reportedly, the customer continued to use the existing cartridge and the insulin gauge began to decrease as intended.